Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for several days while connected to the test sensor and plug and no unexpected sensor expired alarms, sensor signal not found alarms, or additional sensor related errors/alarms occurred. No unexpected pump error 63 alarms noted during testing however,hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer also reported that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that self-test was passed. The customer was asked to run a self-test on the insulin pump and the hardware low level failures alarm recurred. The insulin pump will be returned for analysis.